Event description:
It was reported that a symptomatic patient presented in clinic experiencing short of breath. P-wave undersensing was noted on stored egm. Oversensing of noise was also detected. The device was reprogrammed, and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.